Event description:
Per the clinic, the patient experienced an implant extrusion from the incision/open wound and an infection which was treated with antibiotics (type and duration not specified). However, the issue could not be resolved. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.